Manufacturer narrative:
As no additional information regarding this report is expected, our investigation is complete. This report will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on this right ventricular (rv) lead were intermittently high starting in (B)(6) 2018, eventually reaching out of range levels in november. There was also noise noted on the rv channel. The patient's cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to increase the duration an episode must last before ventricular tachycardia is declared. No further interventions were reported. The rv lead and crt-d remain in service. No adverse patient effects were reported.